Event description:
It was reported that the patient had experienced withdrawal when he first got the pump in 2004. The patient had previously been on over 400 mg/day of oral morphine and the amount the patient was getting from the pump was "vastly different" than what he was previously getting, and he went into withdrawal. The patient's pump was intended to infuse morphine, baclofen, and bupivacaine. Additional information was requested to determine if any interventions were performed and the patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).